Event description:
Non mom medical record received. On (B)(6) 2019, the patient had a revision right total hip to address worn acetabular liner with partial breakage. During the surgery, the surgeon observed metallosis, the ceramic head had some blackened areas on it, the poly liner had broken (fractured) and was noted to be extremely worn. Depuy components were implanted during this procedure, including poly liner, and cement femoral head. The components that were removed were depuy products as well. On (B)(6) 2022, the patient had a revision right total hip to address fractured, dislocated, deformed polyethylene liner, metallosis in surrounding tissue. Head and liner were revised. Doi: 2009 ; dor: (B)(6) 2019; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot : the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
Received e-mail. The patient suffered injuries as a result of a defective implant.

Manufacturer narrative:
Product complaint # (B)(4). D4-the device catalog number is unknown; therefore, UDI is unavailable. E3: the initial reporter information has been removed for confidentiality/privacy. The initial reporter is a patient. At this time there are no clear device failures, but rather a device failure that will likely lead to a revision. The metal on metal articulating surfaces have been reported at this time. If/when more information is received, the pc will be updated as needed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.